Event description:
Leaking liquid from the disk. Additional info requested (B)(6) 2011 to determine reportability. Info received (B)(6) 2011. Confirmed drug leakage. No harm to pt.

Manufacturer narrative:
Results of the device eval will be filed in a supplemental report when sample is received.